Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly. The animas vibe user's guide states: do not enter a bg value for cgm calibration if you see the ant or ??? On the cgm data or cgm trend screens on your pump. This means the pump and transmitter/ sensor are not communicating. Your bg value will not be accepted if either of these symbols appear. It was reported that the patient took apap. The animas vibe user's guide states: taking acetaminophen (paracetamol) containing medications while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen (paracetamol) active in your body. At the time of contact, no injury or medical intervention was reported.